Event description:
"Bolt holding elivate actuator broke when going over a 2" thresh hold. Was not elevated."

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdx3, serial number/date code (B)(4) is approximately 4 years and 9 months old. The owner's manual part number 1114809 rev k (apr-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed. Per dealer "bolt holding elevate actuator broke when going over a 2" threshold. Was not elevated." On page 10 of the owners manual pn 1114809 it states: the drive behavior initially experienced by the user may be different from other wheelchairs previously used. This power wheelchair has invacare's surestep technology, a feature that provides the wheelchair with optimum traction and stability when driving forward over transitions and thresholds of up to 3-inches for tdx 5 and tdx 4 and 2-inches for tdx 3. We cannot confirm the height of the threshold that the consumer drove over when allegedly the bolt fell out although a malfunction has not been confirmed.